Event description:
The initial reporter received a questionable gluc3 result from one patient sample tested on the cobas 8000 c702 module. The initial result was 42.83 mmol/l. The repeat result was 5.09 mmol/l. The doctor deemed the initial result abnormally high, prompting the rerun.

Manufacturer narrative:
The reagent lot number is 84909901, with an expiration date of 28-feb-2026. The field service engineer (fse) inspected the module and found salt residue on the surface of the reagent probe's tray. He adjusted and verified the probe position and verified the gear pump pressure. The module was confirmed to be performing according to specifications. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.